Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-3638 knotless fibertak pulled out of implantation site. Surgeon attempted to reload the device and inserted the fibertak into the bone socket but it pulled out again. Case was completed using a swivelock without further issues. This was discovered during a labral repair procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.